Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported blood was visually observed within the hansen connector and lines and the blood leak occurred five minutes after initiation of the patient's hemodialysis treatment. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used as the blood leak was visually noted and treatment was immediately stopped. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on the same machine but discontinued treatment one hour later voluntarily by the patient. The nurse confirmed the patient did not want to continue treatment and the decision to discontinue treatment was unrelated to dialysis therapy. The estimated blood loss was 200ml it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. The production record review showed there was one nc (nc (B)(4): one sample was found to have a pu chip. This is considered a minor aql 4.0 cosmetic damage additional samples are to be taken) in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported blood was visually observed within the hansen connector and lines and the blood leak occurred five minutes after initiation of the patient's hemodialysis treatment. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used as the blood leak was visually noted and treatment was immediately stopped. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on the same machine but discontinued treatment one hour later voluntarily by the patient. The nurse confirmed the patient did not want to continue treatment and the decision to discontinue treatment was unrelated to dialysis therapy. The estimated blood loss was 250ml it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded.

Event description:
A user facility nurse reported that an internal dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. It was reported blood was visually observed within the hansen connector and lines and the blood leak occurred five minutes after initiation of the patient's hemodialysis treatment. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used as the blood leak was visually noted and treatment was immediately stopped. No damage was identified on the dialyzer prior to use. Immediately following the event, the patient was re-setup with new supplies on the same machine but discontinued treatment one hour later voluntarily by the patient. The nurse confirmed the patient did not want to continue treatment and the decision to discontinue treatment was unrelated to dialysis therapy. The estimated blood loss was 250ml it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was not available to be returned for a manufacturer evaluation as it was reportedly discarded.